Event description:
The facility representative contacted a technical service representative to report an ipump with a "broken display". It is unknown when and where this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation:the reported malfunction of "broken display" was confirmed and not reproduced. The root cause is not identified. The liquid crystal display was replaced to fix the problem.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.